Event description:
The customer reported that the device cannot self-check. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed self-check . There was no reported patient involvement/adverse patient impact.